Event description:
It was reported that the customer received an a33 alarm from his insulin pump. The customer's blood glucose level was 123 mg/dl at the time of the report. Standard troubleshooting was performed. It was discovered that the drive support cap was protruding. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test and prime alarmed during basic occlusion test, due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).